Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed the first six applications were performed with balloon catheter 2af284 with lot number 90108 and system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ was triggered on application six. Other applications were performed with a different catheter without triggering any issue. The reported visual blood issue and system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ were confirmed neither through the data analysis nor through testing. The physical product is pending analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The console, catheter, and electrical cable were all replaced without resolve. The case was completed with cryo, however, one vein was additionally ablated with radiofrequency. No patient complications have been reported as a result of this event. A field service visit took place on a later date, and upon checking the coaxial port on the console, a red liquid like blood was found in the coaxial port. It was noted, that blood adhered to coaxial port during the case. The case was completed with cryo, however, one vein was additionally ablated with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 6 applications on the date of the event. The catheter passed the performance test as per specification. A dissection / pressure testing did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.